Manufacturer narrative:
The investigation determined that a non-reproducible, lower than expected vitros glu result was obtained from a single patient sample using vitros glu slides on a vitros 5600 integrated system. The definitive assignable cause for this event could not be determined. However, an instrument related issue could not be ruled out, as a within run precision test was not performed prior to service actions. It is unknown if the instrument issue, which was addressed by service, contributed to the event. Historical glu quality control data could not be assessed completely. As the lot number of the non-vitros quality control material was unknown. Therefore, an unknown vitros glu slide lot issue cannot be completely ruled out as contributing to the event. Finally, improper pre-analytical sample processing cannot be ruled out as contributing to the event. It is unknown if the sample was centrifuged according to the sample collection device manufacturer¿s specifications, and it is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
The customer complained that a non-reproducible, lower than expected vitros glu result was obtained from a single patient sample using vitros glu slides on a vitros 5600 integrated system. Vitros glu result: < 20 mg/dl vs. Expected 189 and 193 mg/dl. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The lower than expected affected result was not reported outside the laboratory, and there was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).